Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. Reportedly, the cartridge was reloaded, and insulin delivery was resumed however the altitude alarm recurred. The customer continued to use the pump for insulin therapy.